Event description:
In (B)(6) 2014, dr insisted I had a spinal cord stimulator placed. And this would make me feel better for pain. However one thing dr didn't go over, was where placement of battery pack would be, and for short-cut. Dr placed battery pack, right on pt's back spinal bone, making it very painful. Dr told wife, surgery would only be, couple hours, I was in surgery for 6-hours. Not the norm for this type, and wife was very worried. After surgery, and home, did not feel good. Contacted dr. Even went back, couple days, thereafter, wanting stimulator out, which dr and assistant insisted for it to keep in. When stimulator was in, I could barely walk, unable to move, sand-up, very sick feeling. So I went home. Pain was extreme and constant, knew something needed to be done now. Called primary dr, who told me to get to closest emergency room (ER )dept. So I did. When to ER, who classified me an aloc, and I told them I want the device out. Which they hooked me up with a dr in (B)(6), and transferred me via ambulance for what condition I was in to that location. That night, I was in surgery at the other hosp, having the device out. If I wasn't contacting and me stepping up and calling my primary dr, I'm not sure what would had happened. These stimulators are the best treatment as they say they are. It put me on bed-rest and aloc condition.